Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 202, 346, 173 and 174 mg/dl. The customer's expected fasting blood glucose test result range is 128-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 202 and 346 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 6/30/2017. The meter memory was reviewed for previous test result history (date / time not set): 202mg/dl, (B)(6) 2016 07:26 am, fasting: yes; 173mg/dl, (B)(6) 2016 07:42 am, fasting: yes; 174mg/dl, (B)(6) 2016 07:29 am, fasting: yes; 155mg/dl, (B)(6) 2016 06:34 am, fasting: yes; 146mg/dl, (B)(6) 2016 07:47 am, fasting: yes. Memory concerns: 202. The customer called and states that he just got a higher reading than his normal range of 128-160mg/dl on his meter. The customer states he is feeling good and denies any diabetic symptoms. The customer also states the strips are absorbing the blood samples slower than usual.